Manufacturer narrative:
The pump was discarded and not available for investigation d4 revised. E4 was inadvertently omitted on the initial manufacturer device report.

Manufacturer narrative:
Corrected information was provided in d3, and e1. Upon review, it was identified that these were inadvertently omitted from the initial report. Corrected information was provided in d4. Upon review, the primary UDI number has been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of bleed was most likely use related since it occurred post transport and hemostasis achieved by redressed with angle match, lower hold anti-coagulation, lower htn and ptt was 138 prior to transport.

Event description:
Clinical narrative: an impella cp device was inserted via the left femoral artery in a 56-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), with a history of known coronary artery disease. Following transport, bleeding was noted around the impella cp access site. The site was undressed, the access angle was corrected, and the site was redressed without difficulty by the nurse practitioner and registered nursing staff. The patient did not experience hypotension or blood loss requiring transfusion. A partial thromboplastin time (ptt) of 138 was noted at the referring facility prior to transport, and systemic heparin was stopped. Hypertension was also observed with a mean arterial pressure (map) greater than 115 mmhg, and hydralazine was administered to lower blood pressure. The patient survived to explant. The reported major bleed is consistent with access-site complications and the anticoagulation/purge requirements associated with impella support, and was successfully managed with standard intervention and cessation of anticoagulation.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.